Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse proactively replaced a sample probe and sample and reagent seals, cleaned the water filter, adjusted mixer heights, and rebuilt a reagent pump probe. The fse ran precision and quality controls, all of which were within range. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument and resulted higher. The rerun results were reported to the physician(s). On a later date, an additional falsely low result was obtained on one patient sample. The result did not match the patient's result from the previous day. And the sample was rerun and resulted higher. It is unknown if results from the patient were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.